Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in three pieces. The cause of oversensing noise was due to the exposure of the outer coil at the full breach outer insulation degradation region. Final analysis found lead insulation degradation at 2.6 cm from the distal end.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient with a history of atrial lead noise since an unknown date, presented in clinic for routine generator exchange and atrial lead revision on (B)(6) 2021. The atrial lead was explanted and replaced. The patient condition was stable before, during, and afterwards.